Event description:
It was reported that a wire near the motor was cut. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device had multiple broken parts. Excessive vibration was also found. This was attributed to normal wear. Various parts were replaced. Device was replaced and returned to the customer.